Manufacturer narrative:
After replacing the tandem usb cable, the customer was able to charge the pump and continue insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and power sources. Customer reported blood glucose level was not impacted by the issue. Customer reverted to alternate insulin therapy.